Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.281 vs. Expected result < 0.012 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer repeated the affected sample after obtaining the second servial sample results. A corrected report was issued. No treatment was initiated, stopped or altered based on the affected result. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 integrated system. Additionally, the samples were not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The investigation could not determine a definitive root cause. Additionally, a pre-analytical sample processing issue cannot be ruled out as a contributing factor. There was no evidence that an instrument or reagent related issue contributed to the event.